Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 211 mg/dl. To address the bg level the customer contacted cts for a resolution to fix the malfunction alarm.during troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.